Manufacturer narrative:
Analysis found: the angled attachment's locking mechanism found to be jammed, noisy and not locking burrs securely intermittently. Nose cone found to be corroded and making noise. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the handpiece was severely overheating and not meeting revs during operation. There was no patient or staff impact.